Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer that after fired, noted that some staples formed with irregular shapes and anastomotic site was oozing. Stopped oozing with suture. The patient's condition is currently stable and no additional information could be provided.